Event description:
It was reported that malfunction code malf 12 was displayed on the customer's device. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support again if the issue happens again, which they acknowledged and understood.